Manufacturer narrative:
The c311 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient neonate sample tested for bilirubin total gen. 3 (bil-t) on a cobas c 311 analyzer. The initial result was 1.3 mg/dl. The sample was repeated as the result was "significantly" different than the previous result for this patient. The repeat from a different c311 analyzer was 13.2 mg/dl. This result was believed to be correct.

Manufacturer narrative:
It was found that the bil-t application decimal placement was incorrect due to the h2o calibrator set point. The h2o calibrator was downloaded when the field application specialist (fas) installed a new direct bilirubin application. The h2o calibrator set point was different than the previous set point for bil-t. The set point was corrected and the decimal point for bil-t was properly changed. Calibration and qc were acceptable. The customer has had no further issues. The investigation did not identify a product problem.